Event description:
It was reported that the subject coil was used during coil embolization procedure for aneurysm located in the middle cerebral artery (mca). The physician delivered the microcatheter and kept the high-pressure installation, then the stent was deployed; however, the position of the stent was a little bit higher which caused the subject coil to move out of the aneurysm during framing. The physician was able to pull back the subject coil back to the aneurysm using a microcatheter and placed a second stent to complete the procedure successfully. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. The coil was not returned with the other stents used in the procedure. The first stent was misplaced causing the coil to migrate from the aneurysm and therefore, an assignable cause of caused by other has been assigned to this investigation. Subject device is not available.

Manufacturer narrative:
This is 2nd of 2 mdrs.

Event description:
It was reported that the subject coil was used during coil embolization procedure for aneurysm located in the middle cerebral artery (mca). The physician delivered the microcatheter and kept the high-pressure installation, then the stent was deployed; however, the position of the stent was a little bit higher which causes the subject coil to move out of the aneurysm during framing. The physician was able to pull back the subject coil back to the aneurysm using a microcatheter to complete the procedure successfully. No clinical consequences were reported to the patient due to this event.